Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique prior to a peripheral interventional procedure. Reportedly, during step 2, the plunger was locked, making it impossible to deliver the needles [mechanical jam]. The suture of an additional proglide device was successfully pre-placed. The sheath was upsized to a sheath less than or equal to 8.5f and the peripheral interventional procedure was completed. Hemostasis was achieved with the pre-placed proglide device suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The mechanical jam issue was not confirmed as the plunger was not returned and the use of a proxy plunger did not replicate the event. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The cause of the reported difficulty cannot be determined. The subsequent treatments are related to the circumstances of the procedure. In this case, it is possible an interaction with patient anatomy during deployment contributed to the reported mechanical jam. It is possible a needle deflection occurred forcing the needle not fully into the cuff, causing the mechanical jam and the resulting cuff miss and link separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.